Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the affiliate that the 512hn internal seal broke when instrument was passed through device, causing air to leak. The case was completed using same instrument.